Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this pacemaker was not able to be interrogated, where the field representative used multiple programmers unsuccessfully. The magnet rate and pacing spikes did not occur with magnet application, however they did not expect the heart rate to change since the patient's intrinsic was faster than magnet rate. The plan was to extract the device, however the device remains active at this time. Additional information was requested. Device remains in-service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the device was explanted for premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory was unable to be retrieved, however using an external power source they were able to confirm the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported premature battery depletion and inability to interrogate.